Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. Reportedly, the customer was able to charge the pump with an alternate cable and wall adapter. Customer¿s blood glucose level ranged from 120-220 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.